Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed the x-stage cover was bent. The x-stage cover was removed, straightened, replaced and invalidated home. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry would not dock, and upon pressing the docking button, a clicking noise was emitted. This issue was noted outside of procedure and there was no patient present when this issue was observed.